Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The batch/lot number is unknown, therefore the device manufacture date is unknown. This is a non-sterile device with no expiration date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during scope cleaning on an unknown date. During scope cleaning, the stubby brush or smaller brush broke. The detached brush was retrieved from the scope with hand. The procedure was completed with another hedgehog double-end brush. There was no patient involvement with this event.